Event description:
During a remote follow up, episodes of post paced t wave oversensing and far field p wave oversensing were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.